Event description:
Product malfunctioned in measuring the value of the pic. (B)(6) 2014 additional questions asked. Please answer the following questions: did the event occur intra-operatively? Was there a delay in surgery over 30 minutes? Was the device revised? If it was, please provide the original implant and explant date. Were there any adverse consequences to the patient? What actions were taken as a result of this incident? Is the device being returned for evaluation?

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.